Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted. E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was selected for ultrasound examination. During the procedure, the device had malfunction. The procedure was cancelled due to this event. The patient condition following the procedure was stable.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left anterior descending (lad) artery. An opticross imaging catheter was selected for ultrasound examination. During the procedure, the device had malfunction. The procedure was cancelled due to this event. The patient condition following the procedure was stable. It was further reported that the lesion had 90% stenosis with mild tortuosity and no calcification. It was also clarified that there was no issue with the catheter itself, but a console malfunctioned, which prevented the catheter from being used. The patient was sedated with local anesthesia prior to the procedure. It was confirmed that only the imaging procedure was cancelled. The patient was treated as planned, with a stent implanted, and the procedure was successfully completed using angiography instead of ivus.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital.